Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break situated at 20.5 cm distal to the distal end of strain relief. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-aug-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A 2.50x16mm promus element plus drug-eluting stent was then advanced, however, after multiple attempts, it failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.